Event description:
06/03/1999-during a surgical procedure, this pt had a swan-ganz catheter inserted. Following discharge from the hosp, the pt was found to have an av fistula. The pt returned to have the av fistula repaired.